Event description:
The pt services rep (psr) of a male pt contacted lifecor customer support to report that the pt passed away today at the hospital. Per the psr, the pt coded and the staff reported that the device did not discharge. Pt was in a monitored bed, the hospital monitors indicated the pt was in vt. When the device did not discharge the staff removed the device and successfully defibrillated the pt externally. The pt was moved to the ICU where he coded again and passed away. The staff took the device and locked it in "risk management". The territory manager (tm) went to the hospital and recovered the device. She downloaded and the download revealed an automatic event in 2009 at 1:45 pm. The rate was around 180 bpm. The device was set to 150 bpm. There was response button use about 82 seconds after event began. Per tm, the staff heard the device announce electrical shock possible. Staff waited for the device to treat but when it did not, they defibrillated externally. The tm also stated that the pt was not awake during the event and that there was mass confusion. She stated that the staff did not know what to do and may have pressed the response buttons.

Manufacturer narrative:
Device manufacture date: monitor - 08/2009. Electrode belt - 01/2009. Device evaluation: the monitor and electrode belt were fully functional. Conclusions: improper placement of the ECG electrodes against the pt's skin resulted in several false arrhythmia detections. The device properly detected and alarmed for vt. However, treatment was averted due to improper use of the device's response buttons by hospital staff, as the response buttons serve a consciousness test for the device to determine treatment necessity.